Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # 362c95. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was received with the halves mixed, no apparent damage and with no reload present. Due to no reload was returned, we are unable to investigate further the event reported of "cartridge pan separation". The device was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no reload was received. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch numbers 362c95 and 849c00, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the device quality issue "ntlc was stuck". Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed/open? Did the device eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the ntlc was stuck and steel plate in the anvil half was separated. No patient consequences were reported.